Event description:
It was reported that the patient presented to the emergency department after receiving twelve shocks. Discrimination was changed from "if any" to "if all" and svt timeout was programmed "off". The patient was in stable condition after the event.

Manufacturer narrative:
The reported field event of inappropriate hv therapy was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found.

Event description:
Additional information received states that device was explanted due to normal eri. The patient was doing fine.